Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, a loss of capture and high impedance were noted on the left ventricular (lv) lead. Fluoroscopy was performed and confirmed that the lv lead was dislodged. The lead was explanted and the patient was stable with no adverse consequences.